Event description:
On january 24, 2007, the reporter/nurse called lifescan on behalf of her mother-in-law alleging that a one touch ultra meter was reading inaccurately high. About 1 month ago, the pt obtained an unknown reading at bedtime. At that time, the pt was asymptomatic. She had eaten dinner that night and taken her medications for diabetes as prescribed. The pt was taking 30 units of "lantus" insulin at bedtime as well as glipizide twice a day. The next morning at an unknown time, the pt woke up feeling "sweaty and dizzy," and could not get up. The pt was not coherent enough to test her blood glucose at that moment. Around 7:30 am that morning, the reporter called the paramedics since she was not answering the door or her telephone. When the reporter arrived at her mother-in-law's house around 7:45 am, the paramedics were already treating the pt with IV fluids with glucose. The pt had been reportedly unconscious. The paramedics indicated that they had tested the pt's blood glucose using one of their unidentified devices and got a result of "41 mg/dl." The pt was hospitalized for 2 days for treatment of hypoglycemia. The pt's "lantus" insulin dosage was changed from 30 units in the evening to 26 units. Also, the pt's "glipizide" regimen was reduced to 1 pill per day. The reporter alleged that the meter was also reading erratically. During one visit to the doctor, the pt performed a meter-to-lab comparison. The pt reported blood glucose results of "160 mg/dl" with the lifescan meter and "92 mg/dl" on a laboratory device, performed with 30-45 minutes of each other. It is not known if there was any intervention taken between the two tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The pt tests her blood 3 times per day. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt performed a meter-to-lab comparison that did not meet lifescan's criteria for accuracy testing. Also, about a month ago, the pt got an unknown reading before going to bed, took her medications for diabetes as prescribed, and was found to be hypoglycemic the next morning.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.